Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. No UDI available.

Event description:
The patient (B)(6) is a participant in a clinical study (B)(6). It was reported the patient was experiencing ineffective stimulation coverage. X-rays revealed lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2015 to reposition the lead which resolved the issue. The date the patient began experiencing ineffective stimulation coverage is unknown.